Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 has been off of the needle and the proximal end has been pushed back into the end of the needle channel. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The device IFU does note that ¿it is the healthcare professional¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device." The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended misuse or failure of the deployment mechanism. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, after multiple attempts, the t2 implant of the ultra fast-fix failed to deploy, it could not be anchored to the joint capsule. Surgery was completed with a back-up device instead. There was a surgical delay greater than 30 minutes, and no further complications were reported.